Event description:
It was reported that a customer experienced an issue with the insulin pump displaying a different amount of insulin than expected. After multiple calls to technical support and changing supplies, the customer expressed a lack of confidence in the current pump. Technical support educated the customer on the pump¿s capabilities and discussed proper procedures for managing air in the cartridge. A replacement pump was arranged, and the customer was advised to use injectional insulin until the replacement arrived.